Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided, it was reported by the affiliate via complaint submission tool that during an unknown procedure the vapr coolpulse90 electrode blocked for about 2 minutes. The complaint device was received and evaluated. Visual inspections revealed no anomalies on the tip and presented signs of activation. The electrode was connected and recognized for the vapr vue generator and all correct default settings were made available, ablation and coagulation mode were pass. Electrode will be send to gyrus for further investigations. Supplier evaluation result for vapr coolpulse90 electrode: the device was not returned in the original packaging, the active tip is in a used condition, with evidence of debris on and in the active tip, closer inspection of the suction port in the active tip of the device shows evidence of debris, surgical residue visible in suction tube, no visible damage to the device shaft, handle, cable or plug. The electrical test was performed with the different parameter (active continuity, return continuity, primary capacitance, and hipot active-return) as a result the hipot active-return test was fail.the device was connected to a vapr vue generator (gml 4808/2), flow rate and flow rate (post activation) was fail, the remaining test pass. Supplier summary: the initial customer complaint that the device suction was blocked was confirmed. Flow tests confirmed a restriction of the suction path. Further investigation revealed the blockage to be at the distal end of the device and caused by tissue. Attempts were made to free the blockage, but were unsuccessful. From our investigation we were able to confirm the reported suction issue with the returned electrode and we have determined the probable cause of the reported suction blockage to be normal procedural debris (tissue) within the active tip which we were unable to clear during the investigation. A manufacturing record evaluation was performed for the finished device [u1905048] number, and no non-conformances were identified. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via complaint submission tool that during an unknown procedure the vapr coolpulse90 electrode locked for about 2 minutes. No patient consequence and no surgical delay was reported. No additional information was provided. Additional information reported by the electrode was clogged during the procedure and could not be used. It was also reported a new electrode was used to complete the procedure.